Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia event for which anti-tachycardia pacing (atp) was delivered. The atp accelerated the rhythm to a ventricular flutter and the crt-d then delivered a full energy shock which successfully converted the rhythm. Upon review of the stored electrograms, marker misalignment was noted. Additional information was received that the patient implanted with this crt-d became syncopal during the ventricular flutter episode.